Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. Hamilton fm 653570 rev. 01 medical page 3 of 4 investigation report (remediation) confidential complaint (B)(4) in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a wrongly installed membrane which is deemed to be a usage error. In consequence the membrane was replaced by the correct type. There was no patient or user harm reported.

Event description:
The customer complain about high condensed humidity inside the patient circuit (with h900 in use). After changing the ventilator the nurse discovered that the expiration membrane mounted on the ventilator was the series x1 one. They complain that with the wrong membrane the ventilator pass the leakage user test. We send you in attached the report done to the moh.